Event description:
It was reported to philips that the wireless footswitch had a connection problem. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the non-emergency treatment was completed by using wired foot switch. A field service engineer (fse) visited the site and observed that the battery charging led on the wireless footswitch turned red despite being connected to the charger. The battery was confirmed to be faulty. The fse replaced both the wireless footswitch and its base station. Following the replacement, the system was restored to full functionality. The defective wireless footswitch was returned to philips for further analysis. The analysis confirmed the wireless footswitch battery failure. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. An update has been made to the instructions for use (IFU) regarding the charging and handling of the wireless footswitch. This includes the requirement to have the wired footswitch always connected as a backup. Therefore, due to the availability of an alternative footswitch, in the event of a wireless footswitch failure, the procedure can be completed with minimal or no delay. Due to this, the malfunction of a wireless footswitch would not be likely to lead to a death or serious injury. Based on the investigation results, philips concluded that the complaint is not reportable. The codes have been updated based on the investigation's outcome. Evaluation method code has been corrected.